Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, the insulin pump passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was 129 mg/dl. Customer was assisted with troubleshoot. Customer tried all the remedies. Customer state that insulin did not exist. The product will return for the analysis.